Manufacturer narrative:
The tubing was received with the outer opened package inside the open inner bag. Evaluation using high magnification revealed the presence of foreign matter. A particulate (consistent in appearance with hair) was found in the inner package and appears to be associated with manufacturing processes. Supplier evaluation revealed: an inspection of the 17 rejected parts returned by codman revealed that all the loose particulate material observed except one, (hair), was within specification allowed by codman drawing #(b)(64. No other action or investigation is necessary regarding particulates. The hair was discounted because it was inside the packaging and the packaging is supplied by the customer without inspection and reused for return shipment back to the customer. Corrective action includes: all operators will have been made aware of this and instructed to watch for this issue during manufacturing of all product. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.

Event description:
Foreign matter (hair) was found in the package before use. User training schedule is unknown. There was no surgical delay. This is not the patient related matter which occurred before the surgery.